Manufacturer narrative:
(B)(4).

Event description:
A report was received that during the implant procedure, the needle pinched into the cerebrospinal fluid (csf). It was noted that the patient was experiencing headache. The patient was given blood patch. The patient was reportedly doing well.